Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the leadless implantable pulse generator (ipg) device experienced placement difficulty with possible fixation loss, which resulted in pacing loss and short-term exit block. The device remained in use. The patient continued the use of an external pacer due to pacemaker dependent status. A retrieval procedure was schedule for two days after implant. There was very difficult placement of the snare. Several attempts were taken below the tricuspid valve in the right ventricle. A tine was taken with snare after several attempts, however, it was not possible to get the device free. A second access was made with agilis and snare of right femoral vein. The device was completely explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found with the device electrically. Visual anomalies were found with the fixation tines, two tines were bent. If information is provided in the future, a supplemental report will be issued.